Event description:
On (B)(6) 2014, a leica biosystems received a complaint regarding sub-optimal processing of tissue in 195 blocks. On (B)(4) 2014, a leica field support specialist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measure the ethanol concentration in bottles 3-10 inclusive using a densitometer. The variance between the measured concentration and that calculated by the instrument software, which is based on data entered by the user, exceeded the acceptable limit for bottle 5 only. The measured ethanol concentration was 69% and the corresponding calculated concentration was 100%. On (B)(4) 2014, leica biosystems received information from the laboratory that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Bottle 5 (ethanol) was removed from the instrument at 08:33am on (B)(4) 2014 for (7) minutes, which is sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. However, the variance between the ethanol concentration of 69% measured by the fss on (B)(4) 2014 using a densitometer and that calculated by the instrument software of 100%, indicates that an error occurred during completion of this action. Bottle 5 (ethanol) was then used for the final dehydration step of the protocol from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a use error, which occurred during the replacement of ethanol in bottle 5 completed prior to commencement of the protocol from which sub-optimal tissue processing was reported.